Event description:
It is reported that a customer has physical damage on their insulin pump. The customer stated that the lcd screen fell off while the customer was asleep. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a loose lcd window. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, and minor scratches on the lcd window.